Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined pyxis was timed off by every 8 minutes. A technical support specialist confirmed that the issue was resolved by the by updating the time server settings. The system functioned as intended after the technical support specialist troubleshot the device. E.1 initial reporter facility name: providence little company of mary medical center torrance

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary tower, pyxis machine was offline. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.